Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and after implementing these steps, the caller was able to successfully start their sensor session without any further error codes.